Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. Test strips were used to confirm and the machine alarmed. The patient's estimated blood loss (ebl) was 150cc. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample has been discarded.

Manufacturer narrative:
The reported complaint is not confirmed. The complainant facility was unable to provide a complaint sample for manufacture evaluation. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. The manufacturer production records were reviewed and all lot release criterion were met. No further analysis/investigation required.